Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. The customer stated: " the safety shield came apart. After completing a blood draw the staff member attempted to engage the safety mechanism and it came apart from the needle leaving an exposed needle. The staff member was attempting to close the safety mechanism by placing the needle on the table. This occurred when the needle was on the table."

Manufacturer narrative:
The initial reporter also notified the FDA on 14 september, 2021. Medwatch report # mw5103739. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions.